Manufacturer narrative:
Correction to d10- other supporting device cv-290 was omitted from initial medwatch correcting g2- other/china was inadvertently omitted in the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and correction to g2 and d10. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of black screen. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, the suggested event occurred temporarily. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name- (B)(6). The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a bronchovideoscope had a black screen; and there was noticeable snowflake noise in the image (with image). The reported problem was found before a procedure, during inspection of the device. The patient was not under anesthesia. The facility finished the procedure with another one. The intended procedure was a tracheoscopy. There was no delay, no patient injuries reported to olympus. There was no patient injury or adverse event reported to olympus.